Manufacturer narrative:
Updated data: b5 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severity of the aortic regurgitation was greater than moderate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 years 1 month following the implant of this transcatheter bioprosthetic valve, the valve had a possible structural dysfunction. Transesophageal echocardiogram (tee) findings showed that aortic regurgitation (ar), not paravalvular leak (pvl), was highly likely to be present. The patient's condition was stable, but the left ventricle (lv) had expanded. Per the physician, considering the progression of heart failure, some form of treatment was necessary. The patient was scheduled for transesophageal echocardiogram (tee) examination to find out details of the damage to the valve leaflets and the ar.  Treatment was reported to be under investigation. No additional adverse patient effects were reported.